Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states joystick inductive is really loose, and it keeps running when you stop it.